Manufacturer narrative:
D.4.: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2025-21879-02 for the reported lot number 10681807. The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported from non-health care professional stating that, the consumer experienced a severe eye infection and ceased wearing extended-wear contact lenses. Upon further follow-up, it was revealed that the consumer had developed severe ulcers in both eyes. Due to the seriousness of the condition, the consumer was advised to discontinue the use of contact lenses. It was also noted that the contact lenses themselves had no quality issues, and the ulcers were attributed to the consumer's prolonged use of the lenses. The current status of the consumer's eye condition remains unknown at the time of this report, and no additional information has been requested. The current status of consumer¿s eye was not know at the time of this report. Additional information has not been requested.

Manufacturer narrative:
H3, h6: the sealed samples returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D4: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the mfg report number of "3006186389-2025-00013". The manufacturer's internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.